Manufacturer narrative:
Medwatch sent to FDA on: 10/05/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the event date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: possible complications of the use of the orbera¿ system include: intestinal obstruction by the balloon an insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may e able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required.

Event description:
Physician reported that patient experienced a device leak and subsequently passed the deflated balloon through intestinal tract. A replacement device was inserted.

Manufacturer narrative:
.

Event description:
Physician reported that patient experienced a device leak and subsequently passed the deflated balloon through intestinal tract. A replacement device was inserted.